Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that approximately 1.5 years ago the patient had severe pain post receiving a total ankle infinity system. The patient underwent a poly exchange and gutter debridement and prophylactic medial mall orif.